Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient has had diaphragmatic stimulation in the last three weeks, that is worse lying on the left side. Lead pacing polarity or pacing mode was reprogrammed and the issue was resolved.